Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while attempting to implant to xience v 2.5 x 15 mm in the proximal left circumflex (lcx) at 14 atm, the stent could not be seen on the stent delivery system (sds). After searching the whole vascular system, the stent was finally found stuck in the y connector (outside of the patient's anatomy). The stent was removed and a xience v 2.75 x 15 mm was then used to stent the lesion. No additional event or patient information is available.

Manufacturer narrative:
.